Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegation was confirmed based on x-ray inspection which showed a tangled inner coil near the terminal pin, which indicates inner coil over-torque and helix difficulty.

Event description:
It was reported that this right atrial (ra) lead showed phrenic nerve stimulation after being implanted. The ra lead showed loss of capture (loc) at high capture thresholds. Also, using x ray, the lead was found dislodged a second time as this lead had been repositioned in the past. During this recent intervention, the helix could not be retracted. It appeared broken with tissue that complicated helix movement. The ra lead was extracted and a new one was implanted. No additional adverse patient effects were reported.